Event description:
It was reported while using the bd nexiva¿ closed IV catheter system there was leakage at the septum. The following was received by the initial reporter: verbatim: after withdrawing the needle from the catheter, blood leaked out of the septum of the catheter.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-jul-2023. H.6. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two unsealed 18ga x 1.25in. Nexiva units from lot number 2333097. Microscopic analysis of the catheter adapter revealed misalignment of the septum and gaps between the septum and catheter adapter, which likely allowed fluid to leak. The reported issue was confirmed and determined to be manufacturing related. During manufacturing, this may occur due to misalignment or damage to the insertion station/vacuum probe which could cause damage to the primary septum. Operators perform sampling per the quality our plan. Per the quality control plan, leak testing and inspecting for damaged components are performed periodically during the manufacturing process to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system there was leakage at the septum. The following was received by the initial reporter: verbatim: after withdrawing the needle from the catheter, blood leaked out of the septum of the catheter.